Event description:
A technician reported that a pt presented with a large corneal infiltrate and ulcer superiorly, five days following photo refractive keratectomy (prk) surgery, in the right eye. The pt reported having foreign body sensation. In a follow up, a technician reported the event was treated with topical antibiotics and steroid dosage was increased. The event is improving, and the pt will be returning for follow up. No further info is expected.

Manufacturer narrative:
Eval summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).